Event description:
Pt reported the orange click button on her shisperject "is stuck". She is still able to do her injection but wanted to get another one in case it stops working. No adverse events reported due to product issue. Pt still has product on hand for retrieval. Product lot number and expiration date are unk. Replacement device was sent to pt. No further info available. Reported to (B)(6) by pt/caregiver.